Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had excessive no delivery alarms on the insulin pump. Customer's blood glucose level was 595 mg/dl. Customer has been treated with shots at this time. Customer's mother stated that she has changed out her daughter's site several times and she is still getting the no delivery alarm. Insulin pump will be replaced at customer's request. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.